Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender of the patients represented in the article is male and the age range for the 95 patients referenced in the article is 1.4 to 15.0 years; with a mean age of 11 years. The weight range for the 95 patients referenced in the article is 3.8 to 18.5 kg; with a mean weight of 11 kg. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique lead/device serial numbers. The model listed in the report is a representative of the model family, as there is no specific model listed with referenced complaints; however possible models could include: gem ii, kappa, legend, thera; 4023, 2823, 4024, 4965, 4068, 4568, 5038, 4033, 4968, 4067, 10366, 4533, 5024, 5068, 5076, 5524, 5534, 5523, and 6945. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿endocardial and epicardial steroid lead pacing in the neonatal and paediatric age group.¿ heart journal. 2002; 88:392¿396. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pulse generators (ipgs) systems. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique manufacturer/device serial numbers. The article indicated that there were reports of device ¿wound infection.¿ there were patients who experienced post pericardiotomy syndrome, which required hospital admission; pacemaker syndrome in which the patient had a pacemaker implanted; pneumothorax; and an abdominal hernia which was surgically corrected. There were also reported leads with the following complications/issues: high thresholds, decrease in impedance, atrial lead displacements/repositionings, and ventricular lead ¿failures.¿ the status/location of the system is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.